Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but omsc got following additional evaluation results from oekg: there was no foreign material, but there was a sharp edge inside the instrument channel. A biopsy channel metal joint damaged. The reported event seems to have occurred due to the broken joint.

Manufacturer narrative:
The device was returned to olympus (B)(4) (oekg) for evaluation. The evaluation of the device by oekg confirmed the followings; -bending of the instrument channel was confirmed. The bent part was where a channel of the distal end and a channel at the insert tube were connected together. Oekg tried to push forceps or cleaning brush into the channel but it get stacked by this part. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the instrument channel of the device was clogged with foreign materials. Reportedly, sharp edges were found in the top of the device when the cleaning kit was inserted into the channel. There was no report of patient injury associated with this event.